Event description:
The customer reported v2 and v5 leads ECG not working and getting lot of artifact. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The philips repair bench evaluated the device and cables and found the processor pca and trunk cable were defective. The processor pca and trunk cable were replaced to resolve the issue. The measurement panel had some black dust on some of the pins and was replaced under customer satisfaction. The device passed all performance assurance testing and was returned to the customer.